Event description:
Caller reported blood glucose results of 151 mg/dl on aviva system 1, 57 mg/dl on aviva system 2 within 10 minutes. The caller successfully self-treated symptoms of hypoglycemia. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
(B)(4).